Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that erosion was observed with this device system. There was thinning with a scab at the lower edge of the generator. Surgical intervention was performed and the generator was repositioned sub-pectoral. Results of pocket cultures were negative and the patient was started on prophylactic antibiotics. No additional adverse patient effects were reported.